Event description:
It was reported the patient's blood glucose level rose to 305 mg/dl while wearing the pod between 36 and 48 hours. The patient reports administering 2 correction boluses for 2 meals. An investigation of the device confirmed the pod had a exposed portion of the soft cannula to be damaged.

Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be damaged. Fluid path testing found that this damage did not prevent fluid from flowing through the fluid path as intended. The timing and cause of the soft cannula damage could not be determined. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Because it could not be when or how the external soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+.